Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery, a small perfluorocarbon bubble entered the infusion line of the ophthalmic console while exchanging perfluorocarbon liquid to air, likely contaminating the air valve within the cassette. As a result, when air was activated, it did not flow through the cannula. The cassette and infusion line were replaced to resolve the issue. No patient harm has been reported.